Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed full calibration for failed barrel clamp test. Replaced crack front cover and barrel clamp, contaminated left iui, broken rear case and right iui. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 23apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the barrel lamp assembly damaged. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Correction in e2, e4, g2. Additional in h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed full calibration for failed barrel clamp test. Replaced crack front cover and barrel clamp, contaminated left iui, broken rear case and right iui. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 23apr2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed barrel clamp test. There was no additional information provided and no patient involvement.